Event description:
The facility representative reported a pump with failure code of 814:04. The condition occurred during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary: the device evaluation was completed and the failure code 814:04 was confirmed due to a defective pump head module. Service replaced the phm and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Manufacturer narrative:
This report is a duplicate of manufacturer report #6000001-2007-03966. This report (#6000001-2007-03940) was opened in error. Everything found in this report can be found in manufacturer report #6000001-2007-03966.